Event description:
According to the reporter, during laparoscopic procedure, the device was leaking and failed to inflate from the start. No adverse events reported. Another device was opened to resolve the issue.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of the device. The visual inspection of the returned product noted; the trocar balloon, dissector balloon and lock collar appeared intact. The obturator was received. The inflation syringe was not received. The insufflation bulb was received. Pmv performed functional testing: the trocar balloon and dissector balloon were inflated, no leaks detected. All other components functioned properly. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter, as per the additional information received. The event occurred on (B)(6) 2017.